Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pads. The area was described as a red rash that would sometimes ooze. The patient's doctor was made aware of the rash and prescribed a cortisone cream. The patient reported that she had a nickel allergy. The final medical outcome of the irritation is unknown.